Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip broke, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broken tip at the distal end. The broken piece was returned. The instrument was found to have a dislodged inner lumen at the distal end. The complaint regarding the instrument tip breaking was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the suction irrigator broke while it was being removed through the port. There was no report of fragments fell into the patient. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: the instrument was inspected prior to use. When the reported issue occurred, the instrument was being removed through the trocar. A collision may have occurred due to the nature of the procedure, but there were no aggressive collisions. There were no reports of fragments falling into the patient. There are photos available of the instrument, but no photos have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the tip of the instrument broke, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not yet been completed as of the date of this report.